Event description:
A report was received by a ciba employee stating that a patient who had a right eye memorylens implanted in 1999. At exam in 2002, the visual acuity in the right eye had decreased to 20/40. The doctor dilated the eye and visualized opacity on the lens. The doctor is not planning to explant the lens at this time, but will follow up with the patient the next month to discuss further.